Manufacturer narrative:
Product complaint : (B)(4). Investigation summary:examination of the returned instrument confirmed the complaint. The root cause is attributed to inadvertent use error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting flutes of the drill bit snapped in half during the case into two separate pieces. The drill bit was removed from the field and discarded. No surgical delay.